Event description:
On (B)(6) 2025, the user reported liquid leaking from the cartridge during a supply change while using the convatec contact detach steel 6 mm 23-inch infusion set. The user did not observe insulin drops as expected and, upon removing the cartridge, liquid leaked from the bottom of the ilet pump. The user identified the issue as related to the cartridge and connector. The user requested to return and replace supplies. No blood glucose (bg) impact, symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.